Manufacturer narrative:
An event regarding local dark discoloration of the inner packaging involving an hmrs stem was reported. The event was confirmed. Method and results: device evaluation and results: a dark discoloration on one of the two plastic end caps is visible. Also, the inside of the inner blister tray shows scuffing marks consistent with relative movement between the device and its packaging. The dark markings observed on the end cap of the packaging component are consistent with cast alloy hms1011 and traces of manufacturing agents used to manufacture the alloy i.e. Blast media, shell material. The presence of cast alloy hms1011 elements and manufacturing agents indicate that the dark material is transfer of material from the device due excessive movement at some stage during transportation. Medical records received and evaluation: not performed and not required as the event is a packaging issue which was noted at incoming inspection at distribution. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the observed dark discoloration on the end cap and the scuffing damge was caused by excessive relative movement between the device and its packaging at some stage during transportation.

Event description:
It was reported that during incoming inspection at distribution, it was found that there was a foreign material on the product. This event was found on 1 unit with lot# ect4x.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that during incoming inspection at distribution, it was found that there was a foreign material on the product. This event was found on 1 unit with lot# ect4x.